Manufacturer narrative:
Field change: h3,h6,h10 the complaint component was returned and analyzed, and the reported allegations of deflation issue and mechanical issue were not confirmed via product analysis. . The inflatable penile prosthesis (ipp) cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were functionally tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specification.based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a surgical procedure to correct the distal tip unevenness and an aneurysm on the lower side of the cylinder with another company's device. During the procedure the physician removed the existing device and implanted a new inflatable penile prosthesis (ipp). After testing the inflation on the previously aneuryzed side, the physician was unable to deflate the device. Troubleshooting steps were performed by cycling the device in a bowl of injectable saline instead of with the syringe to no avail. The ipp was then removed and another system was used. The physician dilated the right proximal side until the new implanted device was able to be deflated. There were no patient complications related to the device.

Event description:
It was reported that the patient underwent a surgical procedure to correct the distal tip unevenness and an aneurysm on the lower side of the cylinder with another company's device. During the procedure the physician removed the existing device and implanted a new inflatable penile prosthesis (ipp). After testing the inflation on the previously aneuryzed side, the physician was unable to deflate the device. Troubleshooting steps were performed by cycling the device in a bowl of injectable saline instead of with the syringe to no avail. The ipp was then removed and another system was used. The physician dilated the right proximal side until the new implanted device was able to be deflated. There were no patient complications related to the device.